Event description:
On (B)(6) 2010 the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter was reading inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began approximately 2 weeks in the morning prior to contacting lfs. The patient reported blood glucose results of "196, 197, and 200 mg/dl" with the subject meter performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results is less than the expected value of <= 20% and/or <= 20 mg/dl. The patient indicated he manages his diabetes with combination of oral medications (glyburide 5-10mg, januvia 100mg, actos 10mg). Despite the alleged issue, the patient claimed he continued to take his normal dose of oral medications. The patient claimed he became shaky and "feeling faint" an hour after the alleged issue began. In response to the symptoms, the patient stated he self treated with food and/or drink. The patient denied testing on any other blood glucose device at the time of the allege issue. At the time of troubleshooting, the cca was able to verify the subject meter's unit of measure was set correctly and an approved sample site was used. Replacement products were sent to the patient. This complaint is being reported because the patient reported developing symptoms that can be consistent with hypoglycemia after the alleged meter issue began.

Event description:
It was reported to boston scientific corporation that a button replacement gastrostomy was used during a replacement procedure (date is unknown). According to the complainant, post procedure (exact date is unknown); the patient's family reported the button leaked. The device is going to be exchanged on (B)(6), 2010 with a different button device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6) 2010: the lay user/patient's product(s) have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case failed testing. On performance testing with control solution the results were found to fall above the labeled range. Therefore, the complaint is confirmed. The meter involved in this case has passed all testing with no faults found. The retain test strips also passed all testing. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed. A 510(k) # is k053529.

Manufacturer narrative:
Follow up # 1/supplemental report text- 1/06/2011: the lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the test strips in this case failed testing. The control solution reading was high. The meter involved in this case has passed all testing with no faults found. The retain test strips also passed all testing. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.